Manufacturer narrative:
The previously reported sentence "it was discussed that this issue was possibly due to device encapsulation in the pocket." Was included by error. The previously reported date of event: (B)(6) 2018 was incorrect; the correct date of event is (B)(6) 2018.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited an alert for high out of range defibrillation lead impedance. Upon review of remote transmission, a gradually increasing impedance trend was noted which indicated a physiologic response and not likely a lead integrity issue. Programming changes were discussed but no intervention was reported. Patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited an alert for high out of range defibrillation lead impedance. Upon review of remote transmission, a gradually increasing impedance trend was noted which indicated a physiologic response and not likely a lead integrity issue. It was discussed that this issue was possibly due to device encapsulation in the pocket. Programming changes were discussed but no intervention was reported. Patient will continue to be monitored.